Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported adverse event. Based on the provided information, there is no documentation that shows a causal relationship between this event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation or indication of a device malfunction that could have caused or contributed to the reported event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the adverse event remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient was found unresponsive while performing peritoneal dialysis therapy. The patient was performing peritoneal dialysis therapy in their home when they were found unresponsive and were subsequently taken to the hospital. Although the definitive cause for the adverse event was unknown, unspecified testing revealed that the patient had metabolic encephalopathy and abnormal electrolyte values. While hospitalized, the patient was transferred to hemodialysis treatment. The patient was provided unspecified intravenous fluids and unspecified antibiotics during their hospitalization. After five days, the patient was reported to be recovering from the event and was discharged from the hospital. After being discharged from the hospital, the patient remained on an in-center hemodialysis regimen. Pending the patient¿s full recovery, it was unknown if the patient would return to peritoneal dialysis therapy or remain on in-center hemodialysis. Additional information was not available.